Event description:
An abutment screw fractured inside an implant. Surgeon had to perform an add'l surgical procedure to remove the abutment screw from the implant. Implant is still in the pt's mouth. Pt injury has not been reported.